Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that their implantable neurostimulator (ins) was found and confirmed to be off. It was noted that the ins¿s remaining charge was at 60%. There had been several occasions recently where the stimulator had turned off on its own. The cause of the ins turning off on its own was asked but could not be obtained. It was unknown whether any external factors may have led or contributed to the issue. It was unknown whether the issue was resolved at the time of report. It was unknown whether any surgical interventions were performed. The patient was alive with no health damage at the time of report. No complications were reported or anticipated.